Event description:
It was reported that prior to a surgical procedure at the healthcare facility, after registration of the tracker, the values of the navigation system were inaccurate by approximately 1.5 cm. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Spinemap software was added as a concomitant device.

Event description:
It was reported that prior to a surgical procedure at the healthcare facility, after registration of the tracker, the values of the navigation system were inaccurate by approximately 1.5 cm. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event of a not working spine tracker can be confirmed during device evaluation. The malfunction was caused by a jammed wire. The device was scrapped, as it was not repairable.

Event description:
It was reported that prior to a surgical procedure at the healthcare facility, after registration of the tracker, the values of the navigation system were inaccurate by approximately 1.5 cm. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.